Manufacturer narrative:
Upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. Based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted an aa4203tl silicone single piece lens with toric optic. The lens tore during insertion into the patient's right eye. The lens was removed and a backup lens, same model and size was implanted without to the patient. Cause of lens tear is unknown.

Manufacturer narrative:
Per medical review - lens tears can occur at any stage from manufacture to surgical manipulation. (B)(4).

Manufacturer narrative:
Pt weight: unk. Concomitant product: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic. (B)(4). : method lens work order search. Cartridge lot number search. Injector lot number search. Results: visual inspection of the returned product found more than half of one plate haptic and piece of optic is torn off and missing. There was evidence of reddish surgical residue on lens surface. A lens work order search was performed and no similar complaint was found. Performed a claim search by cartridge lot number and one similar complaint was found. Performed a claim search by injector lot number and one similar complaint was found. Conclusions: (no conclusion can be drawn): based on the complaint history, work order, cartridge and injector lot number search and the evaluation of the returned product, a specific root cause of this event could not be determined. #(B)(4).